Manufacturer narrative:
(B)(4).

Event description:
It was previously reported in mfg report #3004209178201103020 after replacement of the old ins an "in the box" icon was displayed on (B)(6) 2011 after the pt was in her truck for 3 hours. An "in the box" icon occurred again on (B)(6) 2011 after the pt charged her ins for approx 1.5 hours. See MFR's report # 3004209178201103020 also for similar issues with the old ins. A physician mode recharge (pmr) had been executed on (B)(6) 2011 which resulted in a power on reset (por). In addition, it was also noted that when the 2nd in the box icon was received on (B)(6) 2011 the pt had been watching tv during the charging and was about 15 - 20 feet away in the "other side of the room." The pt had charged the previous day for 2 - 3 hours with no icon being displayed. Add'l info received that after the pt had charged her ins it was reported, the pt could not adjust stimulation. Also reported was: on (B)(6) 2011, the pt charged her device. On (B)(6) 2011 the pt checked her pt programmer and had not felt any stimulation changes. The pt checked her pt programmed for verification on charged level. On (B)(6) 2011, the pt met with mfg's rep for reprogramming. All programs were stored. No other error codes were seen by the MFR's rep. On (B)(6) 2011, the pt charged her ins for 4 hours. The pt did not see any error codes or icons except the normal charging screen. After charging ins, the pt drove to work. At work, the pt checked with pt programmer and saw the "in the box" icon. On (B)(6) 2011, the pt charged again 1.5 hours. The "in the box" icon had not been cleared yet by the MFR's rep. It was noted that when the pt was charging, she was either watching tv and was about 15 feet away or she was doing her homework.